Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the lag driver retaining rod confirms the device is bent. The lag screw driver portion of the device was not returned. The device was manufactured in 2017. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that after procedure, the lag screw retaining rod end is bent. The procedure was completed without delay. Backup from smith & nephew was available. No patient injury or other complications were reported.